Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 400 mg/dl. The patient administered an appropriate bolus for dinner and in the morning she woke up experiencing not specified symptoms of elevated blood glucose levels. The patient delivered a bolus via the insulin pump, but two hours later the blood glucose values had not decreased. The patient experienced vomiting, went to the emergency room and received anti nausea and insulin treatment. When back home, the patient changed the infusion set and the blood glucose levels normalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.